Event description:
Physician was attempting to load penumbra ruby coil in px slim delivery microcatheter. He could not advance the coil out of the sheath into the rhv. The physician withdrew the coil from the rhv and a severe kink was noticed on the sheath that holds the coil in place in the same location where the rhv clamps down around the polymer. A second coil was pulled from inventory and introduced into the rhv. Again the physician clamped the rhv too tight on the coil and kinked the sheath, preventing the coil form being able to be advanced. The rest of the coil sequence went smoothly after physician realized he was over tightening the rhv.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00344. Hospital discarded of devices.